Manufacturer narrative:
The device was not returned to olympus for inspection, however, it was inspected by a field service engineer. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the broken and chipped inner barrel assembly was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gynecology hysteroscope had exhibited a broken and chipped inner barrel assembly. There was no patient involvement.